Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-8305 console's screen keeps going black. This occurred during a case, another console was used to complete the case.

Manufacturer narrative:
Additional info: h6. (Power supply) this evaluation determined that the reported event occurred due to a failing power supply resulting from normal wear and tear.